Event description:
Patient reported that their back to back test readings obtained on their ss meter using separate finger sticks were 189 and 439 mg/dl (80% difference). No symptoms were reported. Patient did not have control solution to do control test. On follow-up, caregiver confirmed the above results and stated the meter is working fine. Lfs representative reviewed qc procedures with caregiver. There was no allegation of harm.